Event description:
It was reported that the ilet user experienced frequent low glucose events after meals, including an episode to 63 mg/dl about one hour after a smaller-than-usual lunch, which required oral glucose to treat. The pattern was associated with frequent ¿less than usual¿ meal announcements that led to larger-than-appropriate meal doses, and the user subsequently performed a factory reset per trainer guidance. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to meal size announcements, and an improper or incorrect method, with the issue linked to the user interface interaction for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.